Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including shock testing, on/off current testing, and bench handling without duplicating the report. The device was tested with a depleted test battery (around 10% charge) and the device properly recognized and displayed low battery warnings and a shutdown warning. The device was recertified and returned to the customer. The x series operator's guide, page 24-7, guidelines for maintaining peak battery performance states: always carry at least one fully charged spare battery. If no other source of back-up power is available, two spare batteries are advisable. The manual also recommends reconditioning at least once per year for the first three years, then every quarter for batteries in the field greater than three years. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the patient subsequently expired.